Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not entering the number of grams of carbohydrates into the pump prior to eating and instead inputs blood glucose (bg) levels multiple times a day to bring the bg back down. The customer's bg was 473 mg/dl and a correction bolus was delivered to address the bg level. Tandem customer technical support (cts) discussed how to bolus for the amount of carbohydrates entered and how to count carbohydrates. Cts also advised the customer to discuss when to delivery insulin for food and bg with a healthcare provider.